Event description:
Complaintant alleged that during biomed testing, the device displayed "bridge test failed" during energy testing. Complainant indicated that there was no patient involvement in the reported malfunction.